Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for overnight from diabetic ketoacidosis on (B)(6) 2021. The blood glucose at the time of incident was unknown. The customer was treated with intravenous insulin drip at the hospital. Troubleshooting for the customer¿s high blood glucose was not done. The auto mode status was unknown. The insulin pump will not be returned for analysis.